Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the o2 inlet tubing elbow was found to be broken. The device's o2 inlet elbow and elbow tubing were replaced to address the issue. Inlet elbow and elbow tubing.